Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported in the patient¿s medical records that the patient presented to surgery with high grade spondylolisthesis at l5-s1. The patient underwent a procedure for posterolateral fusion l5-s1 with instrumentation; posterior interbody fusion l5-s1 with interbody device; autologous local bone grafting augmented with rhbmp-2/acs and demineralized bone matrix. It is alleged that the patient¿s post-operative periods were marked by severe, painful, and debilitating complications which included, but were not limited to, the need for additional surgery, painful medical treatment, extreme pain, nerve damage, nerve impingement, and severe exuberant, ectopic bone formation.